Event description:
The reporter stated that the surgeon was advancing a 23.0 diopter three piece collamer lens model cq2015 in the cartridge and the trailing haptic is getting stuck in the wing portion of the cartridge and the haptic is getting bent. This is prior to insertion, so no patient contact or injury. It was reported that the damage to the lens was due to the cartridge.

Manufacturer narrative:
The cartridge was not returned for evaluation, however, the lens was received and a visual inspection shows one haptic is torn off and missing and a small tear in the optic. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation.